Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures , variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 6 of the ambient light sensor. The audio tone feature on the pump functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump's audio did no longer work. The customer's blood glucose was 13 mmol/l at the time of incident. Customer has trouble hearing the beeps. The insulin pump did not beep during tone test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.